Event description:
Information received by medtronic indicated that customer reported crack in the case of the pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with critical pump error (open book image). P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform self test and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using adapt tool it recorded pump error 53 (main error log) file number = 65535 line number = 65535. Per software engineer log it was determined the pump error 53 was due to hardware issue with force sensor. Unit was cut open and found evidence of moisture on pcba 1, keypad flex connector and force sensor. The following were noted during visual inspection: cracked battery tube threads, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, scratched case and pillowing keypad overlay. In conclusion, customers alleged cosmetic damage was confirmed at the battery compartment when cracked battery tube case and cracked battery tube threads were noted. Pump error 53 was confirmed due to hardware issue. Pump exposed to moisture confirmed on pcba 1. Critical pump error (open book image) confirmed due to moisture damage. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.